Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post device change out, intermittent noise was observed on the rv lead. The noise was not reproducible with manipulation. Patient will be monitored.